Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient as MFR # 2249697-2011-00690.

Event description:
It was reported that, "both knees never totally healed. The patient ices them almost every night. He also has to take pain medication. The surgeon put him to sleep to manipulate the knees and could not get them to progress further than 90 degrees. He cannot take a job standing or bending because of the pain and low range of motion. Extreme pain when the barometric pressure is low. He sometimes cannot walk at all. On good days, he can walk up to 2 miles. He cannot sit in a normal seat at a ball game or movie."